Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as fold flaw opening and two openings in anterior side assessed as surgical damage. Additional observations: wear abrasion is observed. Crease is observed. Missing plug strap assessed as inconclusive. Broken sharp of plug strap assessed as unidentified (tear) opening. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.